Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The photo provided shows a gloved hand holding what appears to be a small fiber in a pair of tweezers. We are unable to verify the origin of the fiber like material from the photo. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a fiber like material was found in either the lens or the cartridge. Additional information was provided indicating that the issue was noticed once the iol was inserted into the patient's eye. There was no patient harm. The iol remains implanted and the fiber was removed. The patient is doing fine. No medical or surgical intervention was required. There are two medical device reports associated with this event. This report is for the cartridge.